Event description:
#14mm distractor pin "stuck" in bone (cervical spine). Unable to remove with drill or pliers. Pin broke during removal attempt and screw tip was left in pt. (Left inside vertebral body of c5). The screw driver appeared to be stripped and wasn't gripping the pin/screw, pliers were then used and the screw broke off flush with the ventebral bodies.